Manufacturer narrative:
Testing and investigation found that the device touchscreen was out of calibration. During testing a review of the device history indicated touchscreen fail errors occurred. The probable cause of the customer reported touchscreen would not calibrate is due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.